Event description:
It was reported that following an ablation procedure, the patient experienced left-sided weakness. This had steadily improved with rehabilitation and the patient now ambulates with a cane. It was noted that the patient had recurrence of the tumor and now has permanent hemiplegia. The event is considered ongoing. There were no further patient complications reported in relation to this event.